Manufacturer narrative:
On 10/8/15 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - scissors in used condition. The returned scissors showing wear, yellow/red tape markings, and a broken tip. Upon the evaluation of the scissors, it is noticed at the area of breakage; there is staining and discoloration. This type of damage to the instrument is usually the result from improper processing. A the condition of the instrument reveals improper care. Device history evaluation - DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report/nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The customer reports the tip of one of the blades of jorgenson scissors broke off wh&#841;e cutting out the cervical specimen. The surgeon was able to remove the scissor tip from the vagina without causing harm to the patient. No further information available.